Event description:
Light fell at drop tube junction while patient was on exam table. Light did not hit pt. Light hit floor and while nurse was trying to catch it, the nurse was scratched and bruised on the hand.

Manufacturer narrative:
Light fell druing use. Nurse tried to catch the light before it hit the floor causing a scratch and bruise to her hand. Patient was on the exam table but was not injured. Light was manufactured in march of 2000. It is possible that excessive wear and tear and improper maintenance cause the light to fall. The light has not been returned to burton for analysis.